Event description:
There was an allegation of questionable na (sodium) results with multiple patient samples from the cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data. The customer had problems with the calibration previously. It was indicated that results were rectified/corrected.

Manufacturer narrative:
The lot number and expiration date were not provided for the na (sodium) electrode. The customer replaced the electrode and completed a precision check and internal and external qc checks. The investigation did not identify a product problem. Based on the available information, a specific root cause could not be determined. The issue appeared to be resolved after the customers' maintenance actions.